Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in the needle mechanism failing to deploy. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy. The pod was worn between 4 and 24 hours.